Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. As lot # 17144665m was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient, underwent an atrial fibrillation procedure with a thermocool marttouch uni-directional navigation catheter and generator displayed a temperature limiter error. The issue was resolved by replacing the catheter. The procedure was completed without patient consequence. Follow up investigation was performed and it was informed that temperature was fluctuating rapidly. After resetting the generator and changing the cable, the temperature was observed to be jumping around 12 to 50 degrees without ablation being delivered. The temperature cut-off was set to 50 degrees and when this setting was reached the system stopped ablation. Therefore, generator worked as intended, assessing this as indicative of a non-MDR reportable event. On (B)(6) 2015, bwi failure analysis lab received the device for evaluation and found that the shaft is bent and wrinkled about 22 cm from orange sleeve, but there is no metal broken or exposed. Also, it was found that there is a second area where shaft is bent and wrinkled about 16.9cm from orange sleeve and a broken braid wire is exposed inside the wrinkled area. This lab finding is reportable because catheter integrity is not maintained and internal components are exposed to patient.

Manufacturer narrative:
(B)(4). It was reported that a patient, underwent an atrial fibrillation procedure with a thermocool® smarttouch® uni-directional navigation catheter and generator displayed a temperature limiter error. The issue was resolved by replacing the catheter. The procedure was completed without patient consequence. Follow up investigation was performed and it was informed that temperature was fluctuating rapidly. After resetting the generator and changing the cable, the temperature was observed to be jumping around 12 to 50 degrees without ablation being delivered. The temperature cut-off was set to 50 degrees and when this setting was reached the system stopped ablation. Therefore, generator worked as intended, assessing this as indicative of a non-MDR reportable event. On (B)(4) 2015, bwi failure analysis lab received the device for evaluation and found that the shaft is bent and wrinkled about 16.9cm from orange sleeve and a broken braid wire is exposed inside the wrinkled area. This lab finding is reportable because catheter integrity is not maintained and internal components are exposed to patient. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Also, it was tested for irrigation performance and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. An internal corrective action has been opened to address the broken shaft issues on the smart touch catheters.